Manufacturer narrative:
(B)(4). The uas works but the black plastic clasp was broken. The customer installed a new latch and disposed of the broken latch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch was broken. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.